Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited failure to capture. Additionally, the far p wave oversensing was noted on the rv lead. Diagnostic imaging was performed, noting that the ra and rv leads had become dislodged along with migration of the implantable cardioverter defibrillator (ICD) due to twiddler¿s syndrome. On (B)(6) 2025, the physician capped/replaced the rv lead and repositioned the ICD. Additionally, the physician explanted and replaced the ra lead. On (B)(6) 2025, the ICD was explanted and replaced as well. The patient condition was stable.

Manufacturer narrative:
Reported complaint of twiddler's syndrome was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Analysis of the header revealed that all set screws contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench. The set screw anomaly was consistent with having occurred during the procedure. Further electrical testing was performed and no issues were found. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction: section h6, "1371, loose or intermittent connection" should not have been included as it is unrelated to this event.

Event description:
The device was explanted in an unrelated procedure.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited failure to capture. Additionally, the far p wave oversensing was noted on the rv lead. Diagnostic imaging was performed, noting that the ra and rv leads had become dislodged along with migration of the implantable cardioverter defibrillator (ICD) due to twiddler¿s syndrome. On (B)(6) 2025, the physician capped/replaced the rv lead and repositioned the ICD. Additionally, the physician explanted and replaced the ra lead. The patient condition was stable.

Manufacturer narrative:
Section b5 - "on (B)(6) 2025, the ICD was explanted and replaced as well" should not have been included. Section d6b - the explant date should have been left blank.